Event description:
During total joint procedure drill bit used in power drill broke into 2 parts. Surgeon examined the remaining portion of the drill bit, and then the bit was given to the director of surgical services.